Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl. The customer treated for high blood glucose with manual injections. Customer assisted with programming and setting the insulin pump. Customer was advised to double check low and high setup of insulin pump. The insulin pump will not be returned for analysis.